Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer (fse) investigated the ventilator on site. The expiratory channel printed circuit board was replaced but the problem persisted. The faulty part was suspected to be the expiratory valve coil and fse solved the problem by replacing it. The expiratory valve coil was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).